Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 600 mg/dl. At the time of the call, the customer had blood glucose of 147 mg/dl and was in the hospital. Troubleshooting found that the drive support cap was normal and the cannula was bent. The customer was unable to perform the high pressure test as the pump was unable to rewind and was without a battery. The customer will call back after a new battery is installed for further troubleshooting. The customer was advised to follow up with their doctor regarding the high blood glucose.